Event description:
It was reported the inner sheath, for 26 fr. Had broken distil tip. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus was able to confirm the reported event. Olympus identified the ceramic head (insulation beak) was broken during the service inspection. Based on the results of the investigation, the most probable cause of the identified failure was stress related should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.